Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed contamination of foam particles found inside the blower kit. Additionally, the customer complaint confirmed.